Event description:
Brush head had got in the brachial tubes/metal pin was in the lung itself [foreign body]. Throat - choking [choking]. Had a slight fever [phrexial]. Brush head had got in the bronchial tubes [exposure via inhalation]. Brush head had got in the bronchial tubes [accidental exposure to product]. Brush head; it just came off the brush [device breakage]. Case description: a mother reported that her daughter, a multiply handicapped female consumer aged (B)(6) years used an oral-b flexisoft brushhead head refill. One application, frequency of application unk. On unspecified dates on 5 occasions during (B)(6) 2014, the brushhead came off, she choked and inhaled the brushhead. The doctor at the care home in which the daughter lived was consulted. It was decided to wait a week to allow the brushhead to pass through the digestive tract. Her oxygen levels were fine so there were no concerns. After the week had elapsed and no sign of the brushhead, it was decided to take some pictures. It appeared that the brushhead had entered the bronchial tract and was close to a lung entrance, a metal pin was in the lung itself. She was taken to hospital and the brushhead was removed using ultrasonography, she had a slight fever and was placed on oxygen as a precaution and kept in hospital for two days. The daughter is now at home, recovering well with no breathing problems. Relevant history: multiple handicaps including inability to speak, allergic to cow's milk, soya and wheat, no further info was provided. Concomitant medication: no info was provided. The outcome of the case was: improved. No further info was provided.

Manufacturer narrative:
Consumer relations requested the product from the consumer. Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing and product investigation.